Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not properly close. They fell out malformed. The procedure was carried out and finished by using a competitor's device. No adverse patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.